Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at an unspecified location on the back of the pump found on (B)(6) 2021. Insulin pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, missing o-ring (reservoir tube), missing display window/cover, broken reservoir tube lip, stained keypad overlay, detached retainer, cracked case (battery tube), broken belt clip rails, cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, serial & end cap address label damage (faded), corroded battery tube, and minor scratches on lcd window. In summary, the customers alleged damage on the back of the pump was confirmed by visual inspection where a cracked battery tube, cracked belt clip rails, and serial label damage was noted. Additionally a missing retainer ring noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real- time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was cracked on the back side. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.